Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, probe unit pink rubber cut and lg cover glue peeling were noted. In addition, bending section cover chip and control knob leak were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope has a minor leak. The event occurred during reprocessing, prior to an unknown diagnostic procedure. During a standard service inspection of the customer returned device, probe unit pink rubber cut and lg cover glue peeling were noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, external forces may have contributed to the issue. However, the definitive root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.